Event description:
As soon as I put batteries into the alarm, within 20 minutes or so, the alarm exploded. The batteries leaked out and back blue cover melted from the heat. The alarm was so hot that I burnt my finger touching it. This was going to be placed on my son's neck! Very dangerous.